Event description:
Reporter alleged blood glucose measured "low" back to back with a result of 96 mg/dl when testing was performed one minute apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.